Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the system with an unexpected flap thickness of post-operative and the planned flap thickness was exceeds than the target thickness in the patient's left eye after lasik surgery.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. The review of logfile for the treatment day shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows two successfully performed regular treatments. The reported treatment could be identified in the logfile. The logfile shows that the binocular cross cylinder check was performed before the start of the treatment and not immediately before the treatment. The surgeon missed vacuum-one, seven times and vacuum-two, once during the docking process/before the treatment. Suction ring and patient interface were docked twice on patient¿s eye. The logfile shows vacuum-one time, the vacuum-two time. This indicates the surgeon had serious difficulties to achieve a valid vacuum. The treatment of the patient's left eye was finished successfully. No relevant deviation between planned and performed energy is detectable for the reported treatment. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. The root cause for the reported flap thickness, as per provided two hundred five microns deep cannot be concluded. Treatment report has been requested but not provided therefore further assessment of the treatment image cannot be made. Root cause for the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).